Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was using a lawnmower. Technical services (ts) was consulted, and programming options were discussed. Besides the inappropriate therapy, no other adverse patient effects were reported, and this device remains in service.